Event description:
It was reported allegedly the flat panel arm separated from the central axis. There was no patient or user injury or adverse event.

Manufacturer narrative:
It was reported allegedly the flat panel arm separated from the central axis. A stryker field service technician went onsite and through interviews and an investigation determined that the horizontal arm (part of the flat panel system) was dislocated due to the force of other medical equipment that was located under the horizontal arm. The force allegedly caused separation at the central access resulting in the flat panel system to separate. There was no patient or user injury or adverse event. A new flat panel system was installed and the product has been returned to use.